Event description:
The end user found it difficult to retract the needle and was unable to lock device. The "click" which indicates the device is locked, was not heard. End user sustained a needlestick. Clinician received follow up titres for hiv or hbv.